Event description:
It was reported that during the procedure the subject guidewire got broken when being taken out of a balloon guide catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was noted to be broken/fractured approx. 187cm from the proximal end. The guidewire distal end was noted to be kinked/bent. The core wire distal end was observed through the distal tip dome. Functional inspection was not required as the event was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported fracture was confirmed during the device analysis. The device failed to meet specification when returned based on the damage noted to the device. It was reported that the distal floppy end of the wire snapped off during the procedure. The guidewire came out in a few pieces while taking it out of a balloon guide catheter and the operator believes no part of the wire remained inside the patient. Additional information received indicated that the wire was torqued to overcome the resistance, force was used lightly and there was medium tortuosity located relative to the tip of the guidewire. The device was returned and it was confirmed that the distal end of the guidewire had been fractured, there was kinking noted to the distal tip. As per the device dfu: never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action. It is probable that the guidewire was fractured as a result of torqueing the device to over come the resistance experienced. An assignable cause of use error will be assigned to the reported event: guidewire broken/fractured during use, as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the procedure the subject guidewire got broken when being taken out of a balloon guide catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.